Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer did not follow the 2 high blood glucose rule and did not perform the fixed prime. Troubleshooting was performed and the pump passed per specs.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.